Event description:
It was reported that the patient underwent spinal fixation with instrumentation at l5-s1. Approximately two months post op, the patient complained of right sided pain. A revision surgery was performed to redo the decompression at l5 and the right sided l5 screw was also taken out.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. We are unable to determine the cause of the event; however, the suspected devices in use were lot # w06k0894 and # w06k3262. Device history records for both lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.